Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had diminished battery life. Customer's blood glucose level was unknown. Customer did not received low battery warning on insulin pump. It was also stated that the insulin pump had few scratches on the screen and had slight visibility issue. The device will not be returned for analysis.